Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level and a high blood glucose level of 40 mg/dl and 575 mg/dl, respectively. Bg causes were not known. Customer consumed carbohydrates to address low bg and high bg was addressed via manual injections. Recommendation was made to consult with a healthcare provider to discuss diabetes management.